Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission showing non sustained lead noise, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were recommended however no programming changes were made. Patient was stable and will monitored.